Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2019-02977 & 1627487-2019-02979.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02977 & 1627487-2019-02979. It was reported the patient is experiencing pain at the ipg site and in her back. X-rays confirm no migration. As a result, the patient will undergo surgical intervention on a later date.